Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed sustained ventricular arrhythmia on (B)(6) 2022 which needed dc cardioversion or defibrillation. On (B)(6) 2022, the patient was admitted due to the arrhythmia and was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular arrhythmia could not be conclusively established through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02mar2021. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experiences palpitation and malaise. The arrhythmia resulted in diminished pump flow. The patient had a history of ventricular tachycardia pre-pump implant. The patient underwent defibrillation and drug adjustments.